Event description:
Patient presented to ed on (B)(6) 2020 with dka. Glucose 437, ph 7.188, urinalysis positive for ketones> 150mg/dl, anion gap 19. Patient with type 1 diabetes. Patient wearing minimed insulin pump 670g. Per history, patient diagnosed with diabetes at age 1 year and has been using an insulin pump for the past 20 years. Patient hospitalized, discharged on (B)(6) 2020 with plan for company delivering new pump to patient that day. Per endocrinologist assessment, etiology of dka was unclear and possibly due to pump malfunction. FDA safety report ID # (B)(4). FDA received date: 02/21/2020.